Manufacturer narrative:
The insulin pump passed the displacement test and self test. Insulin pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received a low battery alert before receiving the change battery alert, alarm occurred in less than 10 hours from the time of the first alert. Batteries were new. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.